Event description:
The patient was placed asleep in the main or for laparoscopy due to pelvic pain - possible ectopic pregnancy. During final instrument check the bipolar cautery would not work. Decision was made to awaken the patient and perform the procedure in the morning when equipment could be procured. Clinical engineering investigated equipment and found that the gyrus ent llc bipolar cord everest # 3998 was defective.